Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that all of the buttons were intermittently responsive and required multiple button presses on the keypad in order to elicit a response. All of the keypad buttons did not spring back and click back as expected. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
A family member reported that all keypad buttons have delayed responses. She said that she noticed this issue approximately one month ago. The family member confirmed that the patient can still program pump safely at the time of the contact but stated it was difficult to program the pump.

Manufacturer narrative:
There is no patient impact associated with this complaint. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).